Manufacturer narrative:
Weight and ethnicity: unknown, information not provided. If implanted, give date: not applicable, as there is no indication that the lens was implanted. If explanted, give date: not applicable, as there is no indication that the lens was implanted. The device was not returned for analysis. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) was partially inserted into patient' right eye, however, was removed as it had broken haptic. There was no patient injury and no other intervention was required. Another lens of same model and diopter was used as the replacement. No further information was provided.

Manufacturer narrative:
Upon further review, it was identified that section h6: medical device problem code: 2339 - inaccurate delivery code was incorrectly chosen in the initial report submitted (MFR 3012236936-2022-00643). Therefore, it is being removed as it does not apply. Hence, this correction report is being submitted to capture this error. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section d9: device available for evaluation: yes section d9: returned to manufacturer on: apr 7, 2022 section h3: device evaluated by manufacturer: yes device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection under magnification was performed and revealed that the lens was covered in dry ovd, and had a detached haptic. The lens was cleaned and visually inspect under magnification and scratched were observed on the optic body. No additional issues were observed with the returned product. Per the definition of ¿dc-haptic damaged¿ provided in amo-04-d024 rev. 7 the complaint issue could not be confirmed. However, the observed issue ¿dc-haptic detached¿ is similar to the complaint issue ¿dc-haptic damaged¿ and could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.